Manufacturer narrative:
Method: device not returned for eval. Lot number info was not provided. Lot number info was not provided, therefore a review of mfg paperwork could not be performed. A device has not been returned for eval, therefore a direct product analysis could not be conducted. The IFU identifies the potential for such an occurrence in the adverse reactions section with the following statement, "possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence" which are consistent with the anticipated, potential complications associated with the surgical procedure itself. All available info has been placed on file for use in tracking, trending and f/u. The info rec'd was submitted anonymously.

Event description:
It was reported to gore that "I had to remove one large mesh for infection." Add'l, event specific info was not provided.